Manufacturer narrative:
One unpackaged ar-2324bcc, lot/batch number 15033102 was received for investigation. It was observed that the bio/anchor was damaged at the distal end, missing the geometry. It was noted that the shaft's tip of the outer sleeve driver was damaged. The eyelet wasn't returned with the device. No instrument was used to prepare the bone socket for insertion of the implant. The bone quality of the patient was moderate. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. Per dfu-0087-13 at revision 0. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The complaint is confirmed.

Event description:
On 10/06/2023, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c anchor was stuck to the driver during insertion and the eyelet broke off. This was discovered during an atfl ib procedure on (B)(6) 2023. The case was completed successfully using another ar-2324bcc biocomposite swivelock c. No delay, no harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.